Manufacturer narrative:
The lens was not returned for analysis. Only the empty lens case was returned in the carton with the packaging inserts and the open peel pouch. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. The associated cartridge and handpiece were not provided. It is unknown if qualified products were used. The company lens is only qualified for use with the company cartridge. Information was provided in the file that indicated the use of a non-qualified viscoelastic. The root cause for the reported complaint appears to be related to failure to follow the IFU (instructions for use). The file indicated the use of a non-qualified viscoelastic. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of intraocular lens (iol) had scratches. The surgery was delayed by 10 minutes. The procedure was completed with backup product. Additional information received and stated that iol with scratch was explanted and a new one implanted in the same procedure. The patient was not hospitalized for the event. As per the surgeon opinion, the scratch probably occurred during forward shifting (haptics may have scratched the optics). Rather not a material defect, but a handling error.